Event description:
As reported to coloplast, though not verified, the patient had an altis device implanted in (B)(6) 2022 and reportedly could feel the sling during intercourse in (B)(6) 2023. Examination noted 7 cm of eroded sling in vaginal mucosa. The patient reportedly experienced intrinsic sphincter deficiency and stress urinary incontinence. The altis was removed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.